Manufacturer narrative:
H10- only a portion of the device was returned. Device info unavailable.

Event description:
After 14 days of iab therapy a blood leak was detected. Manual removal of the iab was unsuccessful and surgical removal was necessary. No further complications or pt injury were reported.